Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0871 inches. The following were noted, during visual inspection: minor scratched display window, scratched display window cover, scratched case, pillowing keypad overlay, stained keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment, during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The original battery was received, with 1 broken heat stake post. Please see below for the boluses listed on the event date (B)(6) 2024, in the pump history file. 06/15/2024, 00:23:55.000, normal bolus delivered (220): bolus programming method: cl1 auto bolus (9), normal bolus amount programmed: 4250 (0.425 u), bolus amount delivered: 4250 (0.425 u). 06/15/2024, 00:48:41.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 750 (0.075 u), bolus amount delivered: 750 (0.075 u). 06/15/2024, 00:53:45.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 06/15/2024, 00:58:43.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1500 (0.15 u), bolus amount delivered: 1500 (0.15 u). 06/15/2024, 01:03:51.000, normal bolus delivered (220): bolus programming method: cl1 auto bolus (9), normal bolus amount programmed: 3000 (0.3 u), bolus amount delivered: 3000 (0.3 u). 06/15/2024, 01:08:43.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 06/15/2024, 01:13:43.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1500 (0.15 u), bolus amount delivered: 1500 (0.15 u). 06/15/2024, 01:18:53.000, normal bolus delivered (220): bolus programming method: cl1 auto bolus (9), normal bolus amount programmed: 3750 (0.375 u), bolus amount delivered: 3750 (0.375 u). 06/15/2024, 01:23:43.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1250 (0.125 u), bolus amount delivered: 1250 (0.125 u). 06/15/2024, 01:28:43.000, normal bolus delivered (220): bolus programming method: cl1 micro bolus (5), normal bolus amount programmed: 1500 (0.15 u), bolus amount delivered: 1500 (0.15 u). There were no autosuspend (12) alarm noted, in the pump history file. There were no usersuspended (2) alarm noted, on the event date (B)(6) 2024, in the pump history file. Please see below for the pump error(s)/alarm(s) noted, 1 week prior to the event date (B)(6) 2024, in the pump history file. 06/09/2024, 16:34:00.000, alarm alert notification (40): fault number: lost sensor 1 alert (780). 06/10/2024, 03:58:33.000, alarm alert notification (40): fault number: sensor error alert (801). 06/13/2024, 11:04:00.000, alarm alert notification (40): fault number: low battery alert (104). 06/13/2024, 20:35:00.000, alarm alert notification (40): fault number: change battery fault (73). 06/13/2024, 20:41:40.000, battery removed (55). 06/13/2024, 20:41:40.000, alarm alert notification (40): fault number: battery removed (84). 06/13/2024, 20:41:55.000, battery inserted (44). The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. Earliest power data available, per the power management tool/detail trace file is on 6/18/2024, 5:07:00 pm. There was no power data available for the date of 06/13/2024. Unable to check power data for low battery alert and change battery fault (73), replace battery alert. The power management tool confirmed, the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Lost sensor 1 alert (780): not confirmed. Sensor error alert (801): not confirmed. Low battery alert (104): unknown. Change battery fault (73): unknown. The pump passed, the functional testing. Unable to confirm, alleged dka/high bgs or sg vs bg event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia with sensor glucose vs. Blood glucose difference. The customer reported blood glucose value of 497 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, treated with manual injection/insulin pen, insulin pump (subcutaneous insulin infusion), manual injection/insulin pen, ems/ambulance/ER visit with symptoms of malaise and pain. The event involved product(s) mmt-442ah, mmt-7040a, mmt-1884, mmt-332a, mmt-7841zn. Troubleshooting was performed and the customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer is reporting a discrepancy between sg and bg which is not within range. No further patient complications were reported. The customer will continue use of the insulin pump. No product return is required for mmt-442ah. Product return requested for mmt-7040a. Customer declined to return, or is unable to return. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-7841zn.